Manufacturer narrative:
The log and screen shot of service screen was reviewed by vyaire medical. According to technical support, the incident was most likely due to a restriction of the p2 regulator hole caused by injection molding deburrs during manufacturing which compromises the dynamic behavior of the pressure regulator. This leads to overshooting of the internal o2 pressure "press o2 regulated", triggers the alarm "technical failure 388 - no o2 dosing possible" and leads to the o2 gas path shut-down by the bellavista software (safety procedure). Scar sc-ch-20-002 has been initiated vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 alarmed "technical failure 388 - no o2 dosing possible," "o2 supply failed - no o2 dosing possible," and "o2 concentration low" in sequence. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.